Event description:
Information received from the article: chandra et al. Transarterial onyx embolization of cranial dural arteriovenous fistulas: long-term follow-up. Am j neuroradiol. 35:1793-97, sep 2014. Medtronic (covidien) received information about a manufactured product along with adverse events; 40 patients (mean age 57, 21 males) were treated with onyx during 49 embolization sessions. The data from the patients were retrospectively reviewed and there were complications. There were 5(five) technical procedural complications. (One) patient had a vertebral artery dissection, 1 patient had an occipital artery perforation during onyx embolization that sealed, 1 had a microcatheter rupture in the middle meningeal artery, 1 had an instance of non-target, non-occlusive embolization into a superior sagittal sinus leaflet, and 1 patient had an episode of intraprocedural thrombosis in the external carotid circulation during a treatment session despite heparinization which raised the suspicion of a heparin-induced thrombocytopenia this particular procedure was aborted and the cdavf (cranial dural arteriovenous fistula) was cured on the third embolization session). There were 7(seven) clinical events. The events were focal alopecia from radiation injury, 1 was transient orbital chemosis of unclear etiology that resolved within 24 hours; 2 cranial nerve palsies with near-complete resolution in 2 patients, 1 transient intraprocedural bradycardia progressing to brief self-resolving astyole without clinical consequence during embolization through the artery of the falx cerebelli, 1 immediate post-extubation respiratory distress leading to secondary asystolic arrest patient was resuscitated and recovered without clinical consequence and 1 pulmonary embolism 4 days post procedure. There was 1 transient neurologic event ((B)(6) yom with cdavf draining into a single cortical vein had minimal residual arteriovenous shunting at the end of 2 embolization sessions. His 2nd embolization session was complicated by partial left maxillary and facial nerve palsies and he underwent surgical closure of the shunt. The cranial nerve palsies had recovered by 6 months. There was 1 permanent neurologic event ((B)(6) of with pulsatile tinnitus had significant reduction in shunting volume. The patient¿s second embolization was complicated by partial facial nerve palsy. Her pulsatile tinnitus became tolerable and no further treatment was performed. Her facial nerve function returned to almost normal with only minimal residual palsy.) Two patients had recurrences. One patient underwent an additional uncomplicated embolization session to angiographic cure which was durable at repeat angiography at 10m; and 1 patient that had recurrence was treated with surgical occlusion.) The article was written to explain that endovascular therapy with liquid embolic agents is a common treatment strategy for cranial dural arteriovenous fistulas. This study evaluated the long-term effectiveness of transarterial onyx as the single embolic agent for curative embolization of noncavernous cranial dural arteriovenous fistulas. The article concludes that transarterial embolization with onyx as the single embolic agent results in durable long-term cure of non-cavernous cranial dural arteriovenous fistulas. Recurrence rates are low on short-term follow-up, and all patients with angiographic occlusion on short-term dsa.

Manufacturer narrative:
The report was created to capture the complications reported from the article: chandra et al. Transarterial onyx embolization of cranial dural arteriovenous fistulas: long-term follow-up. Am j neuroradiol. 35:1793-97, sep 2014. The lot history record reviews were not possible since the lot numbers were not reported the devices will not be returned for evaluation as they were consumed in the event. Pulmonary embolism, occlusion. (B)(4).

Manufacturer narrative:
Life-threatning has been added to outcomes attributed to adverse event.